Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the occurrences of system faults (sf101 and sf218) error messages in the device. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf101 was most likely due to contamination in the device pneumatic block and sf218 was triggered due to sf101. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218) indicating an incorrect outlet pressure measurement and a main board error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the error messages were due to a calibration issue. The software was upgraded and device was recalibrated to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218) indicating an incorrect outlet pressure measurement and a main board error. There was no patient injury reported as a result of this incident.